Event description:
It was reported that the transducer easily becomes wet during priming. The transducer is changed prior to starting treatment. Upon follow up, it was confirmed that the event occurred during priming. The transducer was exchanged and the treatment set up was continued. There was no patient involvement. There were no defects noted on the device during set up. There is no sample or companion sample available to be returned.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.